Manufacturer narrative:
No product was returned. Hemodynamic instability: the cause of the hemodynamic instability was not determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and impassable disease at iliac site preventing successful delivery of impella.

Event description:
A seventy-one-year-old female patient with a history of diffuse peripheral arterial disease and recent coronary stenting (performed three weeks prior) presented with a st segment elevation myocardial infarction complicated by cardiogenic shock. Due to patient clinical condition and prior determination that she was not a surgical candidate, the heart team elected to initiate mechanical circulatory support with an impella cp device. During the procedure, multiple attempts were made to advance the device through the femoral approach using a short sheath, long sheath, stiff wire, and other standard techniques. Advancement was unsuccessful due to severe, non crossable disease in the iliac artery, with resistance localized in the femoral vasculature. No excessive force was applied. The vessel diameter was unknown, and no pre dilation was performed. Product damage was not observed, and no device or console data were available for return or download. Despite ongoing efforts, the lesion remained uncrossable, preventing placement of the impella cp. The clinical team additionally attempted placement of an intra aortic balloon pump, but this was also unsuccessful. Cardiothoracic surgery was consulted regarding potential impella 5.5 placement via the axillary approach however, before this could be initiated, the patient¿s condition rapidly deteriorated, leading to cardiac arrest. Resuscitative efforts were unsuccessful, return of spontaneous circulation was not achieved, and the patient expired. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to declining clinical condition.